Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported back flow of a secondary of vancomycin into the primary bag. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.